Manufacturer narrative:
Qn#(B)(4). The customer provided two images for analysis. The images show the connector assembly. The customer returned one connector assembly for analysis. The compression fitting was not returned for analysis. Definite signs of use were observed. Visual analysis revealed that both arterial and venous luer hubs contained were cracked at the location of the threads. Scratches were additionally observed on both the venous and arterial luer hubs. The appearance of the damage is consistent with over tightening of the luer hubs. The outer diameter of the arterial extension line measured 0.1895" which is within the specification limits of 0.185" - 0.191" per the extension line product drawing. The inner diameter of the arterial extension line measured 0.126" which is within the specification limits of 0.120" - 0.126" per the extension line product drawing. The outer diameter of the venous extension line measured 0.1875" which is within the specification limits of 0.185" - 0.191" per the extension line product drawing. The inner diameter of the venous extension line measured 0.125" which is within the specification limits of 0.120" - 0.126" per the extension line product drawing. The instructions for use (IFU) provided with this kit instructs the user, "flush catheter thoroughly with sterile normal saline for injection to remove residual blood, post treatment and before instilling heparin." The connector assembly extension lines were flushed using a lab inventory syringe and no leaking was observed. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit instructs the user, "thread compression cap onto hub connection assembly firmly, but do not over tighten. There should be no threads visible on hub connection assembly. The customer report of a fitting/luer hub crack was confirmed through the investigation of the returned sample. Both luer hubs were observed to contain cracks at the location of the threads. The compression fitting was not returned for analysis. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: (B)(6) 2023, the doctor found the luer hub/fitting has crack during use on the patient. Patient reported as fine post procedure. Associated to 9680794-2024-00021.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: on (B)(6) 2023, the doctor found the luer hub/fitting has crack during use on the patient. Patient reported as fine post procedure. Associated to 9680794-2024-00021.